Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Healthcare professional also reported "normal benign cysts and urinary infection"; these events are not device related. The device has been explanted and replaced.